Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes stated the cleo infusion sets presented difficulties due to what was described as weakness in the inserter spring. The patient explained that significant pressure was required to press the device into the skin in order for the spring to release, resulting in more painful insertions than with other infusion sets previously used. The patient also reported experiencing bleeding at every insertion site and believed this may be contributing to erratic insulin absorption. The patient described an event in which a new site was inserted, but the spring did not release. Despite this, the patient pressed firmly enough that the inset still inserted, after which an immediate ¿line blocked¿ warning appeared when attempting a bolus. The patient then inserted a new infusion set and administered an override correction bolus, after which glucose levels stabilized. The event occurred while in use with patient and there was no patient injury.